Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked the location of the leak was further reported as ¿at the middle port juncture where it joins the twist-off access device for administration¿. The leaks were discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added: the devices were manufactured from may 10, 2019 - may 12, 2019. One (1) actual sample was received for evaluation. The sample was cut at the top right corner where the customer likely drained the contents of the bag. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed which revealed a leak at the spike port cap from the spike port. The reported condition was verified. The cause was not determined, however a likely cause of inadequate or lack of cyclohexanone being applied to the spike port cap when it was inserted to the spike port tubing during the manufacturing process of the bag. The other three (3) were not returned therefore, a sample analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.